Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a hazard alarm while delivering a bolus.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. Discoloration was observed beneath the top housing. Internal corrosion was observed on the mechanism rails, bottom battery and chassis, and pcb. The rotational sensor failed to transition from open to closed at consistent pulse width intervals. An 0x40 alarm was generated, indicating rotational sensor maximum open count exceeded. Fluid failed to flow through the complete fluid path. A leak was observed at the nailhead of the soft cannula, indicating an incomplete seal between the hard and soft cannulas. Battery voltages were low as a result of the corrosion. Corrosion was observed on a finger of the commutator cap. The internal leak is confirmed as the root cause of the reported 0x40 alarm. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.